Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a libre 3+ sensor error and signal loss, which prevented glucose readings and led to uncertainty about blood glucose; the user ate to avoid a potential low, then checked capillary glucose at 200 mg/dl, entered that value into the ilet pump, and glucose trended down with run mode corrections. Symptoms included perceived risk of hypoglycemia without confirmed hypoglycemic measurements. Outcomes included no injury, no hospitalization, and restoration of glucose trend after manual input and automated corrections. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a continuous glucose monitoring reading error and intermittent communication loss without confirmed pump malfunction. It was concluded that the event was related to cgm sensor error and signal loss, and the ilet operated as designed after manual glucose entry. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.